Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression, and the lead was flexed.

Event description:
It was reported that during the initial implant the wire was left in the left ventricular lead and penetrated the insulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.